Event description:
It was reported that the device service light was illuminated. Physio-control evaluated the device and found several event codes that indicated a potential critical failure, energy charge time delayed, logged in the memory. There was no report of patient use associated with the event.

Manufacturer narrative:
(B) (4): physio-control recommended therapy pcb replacement to remediate the issue and provided a device repair quote. However, the customer declined physio's repair offer due to costs. The cause for the reported problem could not be determined.